Manufacturer narrative:
The investigation determined that the vitros instrument reported vitros dbil results in units of mg/dl, while the lis reported the same dbil results in units of ¿mol/l. The assignable cause was attributed to user error. The vitros 350 chemistry system was not correctly configured to report vitros dbil results as ¿mol/l, matching the configuration at the customer¿s lis. Once the vitros 350 system and the lis were configured in the same units of measure, it was confirmed that the expected dbil results were obtained. The vitros system performed as configured and no malfunction of the vitros 350 chemistry system occurred.

Event description:
The customer complained that vitros dbil results reported from a vitros 350 chemistry system had units of mg/dl, which were different from the units of measure for the same dbil results displayed at the customer's lis (mol/l). The difference in dbil measuring units would indicate that the dbil patient results reported were lower than expected. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that approximately 30 patient samples had lower than expected bilirubin results reported out of the laboratory. Corrected reports are being prepared and will be issued. There were no reported allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).